Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case description: customer recognizes low battery capacity after battery conditioning task. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer recognizes low battery capacity after battery conditioning task. ¿ customer identified the capacity received at 500 ma. ¿ they replaced battery with fully-charged battery and reading still low. ¿ suggested to customer to replace the battery with new one, and/or service the logic board for repair/replacement to correct the issue. ¿ customer given part number for replacement logic board. ¿ they will call back if problem is unresolved. ¿ end call.